Manufacturer narrative:
Batch review performed on 02 october 2017. Lot 166592: (B)(4) items manufactured and released on 07 march 2017. Expiration date: 2022-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon revised the head.the surgery was completed successfully.